Event description:
While using a byte day aligner, patient experienced allergic reaction to the aligners. Doctor advised that patient needs to cease treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.